Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Technician replaced lamella, bearing, shaft, stator, and latch.

Event description:
Customer reported problem with motor and locking mechanism that it was not possible to connect speed reducer to motor. Technician reported that holding pins were missing and safety latch was faulty. Pre-test repair test results showed failed temperature and sound testing.